Event description:
It was reported the lead was capped and replaced due to high thresholds. No patient complications were reported as a result of this event. (B) (4): it was reported that during the implant procedure, the lead registered a high impedance (>4000 ohms). The lead was not implanted and no patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no anomalies were found. It was reported that the distal conductor was distorted, all conductors were cut, the outer insulation was pulled apart (overstress), the inner unsulation was torn, all insulators were cut, there was no anchoring sleeve, and the lead was stretched.